Event description:
Pt had right total hip arthroplasty in 1989 in another hospital. Pt felt something pull loose one week post-op. Has had pain with activity for five yrs which has increased in frequency and severity. Surgical intervention on 7/26/94 to remove loose and malpositioned bipolar acetabular cup. Cup was replaced.